Event description:
It was reported on (B)(6) 2012 that had relocated and had not established care with a new healthcare provider (hcp) in the new state. The pump was alarming since (B)(6) 2012, but telemetry was not performed. Per reporter, patient needed a refill by (B)(6) 2012 or (B)(6) 2012. Patient experienced return of symptoms, especially nausea "whole nine yards". Drugs delivered via the device were sufentanil, clonidine, bupivacaine, and ketamine. As of the date of this report it was stated patient experienced withdrawal; the symptoms started two days ago after a missed pump refill and included convulsions, nausea, diarrhea, pain, chills, kidney pain. Patient did not have a physician locally in (B)(6) and had been driving to (B)(6) to see his hcp and have his pump filled; however he could no longer afford the cab ride to (B)(6) to get the refill from his previous hcp,; "at his age and in his condition he cannot make the drive to (B)(6) any longer". It was stated that patient was going to the hospital to get withdrawal treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).